Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending by lot number, failure mode and effects analysis (fmea), standards hazard list (shl) and visual analysis. Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/29/2015 to 10/26/2015 and trending was not exceeded. The fmea revealed the risk priority numbers are within acceptable limits. The shl was reviewed and determined there is no potential for safety impact, illness, or injury to user. The product was not returned; therefore, no visual analysis was performed. The cause of the issue could not be verified as the customer did not provide any additional information after multiple follow-up attempts. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 33214.

Event description:
The customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.